Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a bilateral mastopexy, during the closing incision, the threads of 2 sutures broke. Staples was used to hold breast skin in place instead. There was no patient injury.